Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) old male's battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the power brick connector was defective and stopped the charger/modem from properly powering up. The root cause of the defective power brick connector could not be positively identified, but was likely random component failure. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.